Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation determined the cause was an incorrectly positioned guide plate. The returned device arrived with the straight insertion part in ii. When the angulation values were inspected, the r/l wheel was stuck at max for r. When the device was opened, screws were found to be loose. There was a leak at the scope cover, the insulation for the distal end of the control body side cover was below the threshold, the distal end cap was worn, the glue on the bending section cover was chipped, the scope cover was worn and damaged housing on the plug unit. The device failed the angulation system inspection due to wire stopper not meeting the specified value and the image and light transmission system inspection for the charged coupled device as a white dot was observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the angulation on the evis exera iii colonovideoscope was ¿defective¿ after an on-site repair. The device could no longer be set straight after setting the angulation wires. This was observed prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that this phenomenon occurred due to the r/l angulation control knob being locked. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.